Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two juggerknot mini were returned for evaluation. Functional check was performed and were found to be conforming and the devices work as intended. Device history record was reviewed and no discrepancies were found. Review of the product determined that no failure was found as the product functions as intended. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: jgrknt, 1.0mm mini 3-0 ndls cat#912082, lot#615150. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00147.

Event description:
It was reported the juggerknot mini¿s transparent sleeve cannot slide back during the implant insertion during a hand procedure. The transparent sleeve was stuck. Therefore, the implant could not be used. This occurred with two different implants. Attempts have been made and additional information on the reported event is unavailable at this time.